Manufacturer narrative:
There was/were 3 case(s) with no sample received for evaluation, a result code of no findings available and a conclusion code of cause not established. The manufacturer internal reference number is: 2019-53473.

Event description:
This report summarizes 3 events for q2 2019. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code material split, cut or torn. There was/were 1 female, (B)(6), (B)(6) patient(s) with reported event(s) of device code material twisted / bent. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code break.